Manufacturer narrative:
Two opened probes were received, with tip protectors, in a bag. Sample 1: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, the inner cutter was observed to be broken at the port. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter port broken condition. Gouge marks observed at several locations along the inner cutter orange/brownish foreign material observed on the port face. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, the inner cutter was observed to be broken at the port. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter port broken condition. Gouge marks observed at several locations along the inner cutter. Orange/brownish foreign material observed on the port face. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates that both probe samples returned had an actuation failure. The cut functionality of the returned probes was unable to be tested; however, the observed actuation failure observed on both samples would have led to the reported cut failure. The cause of the actuation failure observed on both samples is the broken inner cutter. The tip of the cutter was broken off on both samples which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. How and when the tip of the inner cutter broke on both samples cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported poor cutting of the probe was confirmed during a vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.